Event description:
During an in clinic follow up, a loss of capture was observed on the left ventricular (lv) lead. A microdislodgement was suspected. Reprogramming was performed to resolve the event. The patient was stable.